Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. During the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii-iii, crease/folding and lump/nodule and seroma. Later healthcare professional reported left side capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is seroma and capsular contracture baker grade iii. The event of seroma and capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii-iii, crease/folding and lump/nodule and seroma. The device remains implanted.